Event description:
Additional information received noting that clinic notes from 8/7/2024 note that the patient has a broken lead. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that high impedance was detected on a patient's device. It was noted that three months prior to the report, the patient began to experience an increase in seizures. It was noted that the patient tends to toy with the lead. The physician assessed x-rays taken and did not find any obvious problem in the lead. The patient was referred for surgery. No surgical intervention has been reported to date. No additional information has been received to date.